Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal stayed in the loading device. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal stayed in the loading device" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).